Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call issues with the insulin pump. Customer advised they attempt to deliver insulin but when they press the button nothing happens. Customer advised they give themselves insulin via a manual injection and then later the insulin pump delivers insulin which resulted in stacking insulin. Customer advised they deliver a bolus but the insulin does not go down so they also do a manual injection at times. Customer had issues with low blood glucose levels as a result of stacking insulin. Customer performed the self-test and passed.